Event description:
It was reported that during the implant procedure, the guidewire stuck inside the left ventricular lead. When attempting to remove the guidewire, the connector pin detached from the lead body. The lead was not used.